Manufacturer narrative:
Describe event or problem, corrected data: additional information available before initial report submission added relevant tests/laboratory data, corrected data: additional information available before initial report submission added

Event description:
Products were returned via forward from a different medical device manufacturer. Per the patient's last known treating physician, the physician was not aware of the device explant and did not know the reason for explant. Since limited information was received, an obituary search was performed to see if the patient had possibly passed prior to explant however no information was found. Generator analysis was completed for the returned generator. The product analysis lab confirmed that the generator was at ifi=no condition. There were no performance of any other type of adverse events found with the pulse generator. The generator worksheet was received and there were no issues observed. Low impedance was noted in the generator's data dump. Since the date of explant is unknown, it is unclear if the low impedance occurred before or after explant.

Event description:
Upon completion of generator product analysis, it was noted that there was low impedance. Based on the information known to date, low impedance prior to device explant cannot be ruled out. The lead underwent product analysis. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. The product analysis lab did not confirm a low impedance short circuit condition on the portion of the lead returned. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No other relevant information has been received to date.